Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. Our examination has shown that all fingers of the plastic sheath have been cut-off and that they still stick in the instrument when the sheath is removed. By this damage the instrument could no longer function as intended. The damage of the plastic sheath is most probably caused by the instrument, after the reprocessing, was incorrectly assembled. When the plastic sheath and the internal metal tube are screwed together first and only thereafter the handle can be inserted it may occur that the sheath incorrectly latched. This results in the fingers jamming during the reduction process and being excessively stressed. In this context we intend to point to page 19 of the operating technology, where the assembly of the instruments is described. No projection error could be detected.

Event description:
After reposition of the rod in the screw head with the persuader (03.632.008) the locking cap could not be tightened. During the attempt to push the bar even further into the screw head the teeth of the plastic cover broke off. Subsequently the instrument could no longer be separated from the screw head and the screw had to be removed together with the instrument. When inserting a screw additionally the primlock broke off. This is 1 of 1 reports for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.